Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer's blood glucose level was 217 mg/dl. Customer stated that he put a battery into the pump and he received a failed battery test alarm. Customer was unable to get the buttons to respond. Customer also noticed a crack in the pump today. The crack is near the reservoir compartment and goes into the screen. Customer was unable to finish troubleshooting because after inserting a new battery, the buttons were not responding to allow the alarm to be cleared. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery out limit alarm or failed battery test alarm could be verified due to the unresponsive buttons. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked display window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube.